Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) syringe inlets had a foreign substance in an unspecified location. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: four actual devices were received for evaluation. Visual inspection was performed and dark black particles of foreign matter were identified on the connectors on the inlets. The reported condition was verified. The cause could not be determined; however, the most likely cause was due to contamination during the manufacturing packaging process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.